Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All parameters were met and inspections passed successfully. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of fluid meter technology in this target market release (tmr), the volume on bar 1 of this alta monitor was not audible when giving fluid management suggestions. Other monitor alarms were perfectly audible with monitor volume on bar 1. Increasing the monitor volume to bar 2 or 3 all alarms, including the one for fluid suggestions, were audible. There was no allegation of patient injury.

Manufacturer narrative:
Following further investigation, it was confirmed that what was reported as an alarm was in fact a tone that sounds for afm fluid suggestions. Due to a software issue, this tone is not audible when the volume is set to level 1. However, the afm fluid suggestion is also indicated by visual cues on the screen. Therefore, there is no patient risk since the user will interface with the monitor due to the visual cues. Based on that, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
H6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the investigation performed it could be concluded that this is a software problem. A pra has been opened for the issue.